Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on (B)(6) 2021: visual analysis of the returned sample determined that the sx mpp gel 400cc breast implant was found to be ruptured. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear on the posterior aspect, measuring approximately 0.2 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 05, 2021 additional information received indicated that the patient underwent bilateral replacements as follow: l/cat#: 3505504bc, sn#: (B)(6), r/ cat#: 3505504bc, sn#: (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent an unspecified breast surgery with mentor memorygel, 400cc silicone breast implant has experienced left-sided rupture post procedure. The issue was confirmed via mammogram examination. As a result, patient scheduled for removal on (B)(6) 2021.